Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
During trident tha surgery, around a trident insert screw hole of the subject insert trial broke when tightening of a trident insert screw. A part of the broken piece was unable to find out and remained inside the patient's body. There was a surgical delay of 30-45 min. Left hip.

Manufacturer narrative:
An event regarding crack/fracture involving a trident 0° insert trial 32mm was reported. The event was confirmed. The trident insert trial was returned in used condition and there were scratches, gouges and dents throughout the device. A portion at the top had chipped off from the trial. Examination of the returned device with material analysis engineer indicated that fracture consistent with an overload condition. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: not performed as medical records were not provided for review. A device history review confirmed all devices accepted into finished goods conformed to specification. No other events were reported for the lot indicated. The event reported for the insert trial broke when the inserter was removed after the insertion. The visual inspection confirmed that there were scratches, gouges and dents throughout the device. A portion at the top had chipped off from the trial. Also, material analysis engineer indicated that fracture consistent with an overload condition. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During trident tha surgery, around a trident insert screw hole of the subject insert trial broke when tightening of a trident insert screw. A part of the broken piece was unable to find out and remained inside the patient's body. There was a surgical delay of 30-45 min. Left hip.